Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of contamination could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited contamination on the connecting tube and air water nozzle, as well as on the bending section cover (a rubber), plastic distal end cover (c cover), control unit, right and left knob, up and down knob, dirt on the grip and the universal cord. There was no patient involvement.